Event description:
The subject device was implanted in 1999 for osteomyelitie of li-2. On 12/2/99, the device was found to be broken with failed fusion and was removed and replaced with another device in 2000.